Manufacturer narrative:
Event date : published in 2010. Swissspine: the case of a governmentally required hta-registry for total disc arthroplasty by schluessmann, md, e. Et al 2010. Swissspine: the case of a governmentally required hta-registry for total disc arthroplasty.spine, volume 35, number 24, e1397-e1405. This report is for unknown quantity of prodisc c with an unknown lot numbers. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint has been received from a literature article titled. Swissspine: the case of a governmentally required hta-registry for total disc arthroplasty by schluessmann, md, e. Et al 2010. Swissspine: the case of a governmentally required hta-registry for total disc arthroplasty.spine, volume 35, number 24, e1397-e1405. The article describes a prospective multicenter observational case-series with the goal to generate evidence about safety and efficiency of medtech innovations. The study involved 808 patients with 925 cervical total disc arthroplasties (tda), therefore 691 unisegmental and 117 bisegmental cases. There were 454 females and 354 males. The mean age for both genders was 47 years. Materials utilized included synthes (prodisc c) and approximately 10 other manufacturers/competitors. Comorbidities included; cardiovascular disease, depression, osteoarthritis/degenerative arthritis, kidney, stomach , or liver disease, rheumatoid arthritis, lung disease, diabetes, and anemia. Out of 691 monosegmental interventions, intraoperative complications occurred 4 times; 3 were dura lesions and 1 was a blood vessel injury. Thirteen revisions during the same hospital were recorded. Out of the 117 bisegmental cervical interventions 2 complications were revealed; one blood vessel injury and the other vertebral body injury, as well as 5 revisions during the same hospital stay. Additionally, 10 monosegmental patients were revised during a second admission as well as 1 bisegmental patient, who was already revised during the first hospital stay, underwent an additional wound revision. The indications for the additional monosegmental revisions were implant removal (n=6), spondylodesis (n=2), wound revision (n=1), and posterior foraminotomy (n=1). The authors were able to demonstrate that neck and arm pain were significantly reduced at 2 years post cervical tda. Consumption of analgesics were also significantly decreased. Quality of life was significantly improved in single and double level surgery and the procedure appeared to be sufficiently safe. A copy of the literature article is attached and is being submitted with this med watch. This is report 1 of 1 for (B)(4). This report is for unknown prodisc c and refers to the following serious injuries: dura lesions, unspecified blood vessel injuries, unspecified revision surgeries during the same hospitalizations, unspecified revisions during a second hospitalization, an unspecified wound revision, and an unspecified vertebral body injury.